Event description:
Event description guidant received information this boxed implantable cardioverter defibrillator (ICD) displayed a lower than normal battery voltage measurement following a capacitor reformation prior to an implant procedure. Information confirmed that prior capacitor reformations had not been conducted and the ICD had not been exposed to a magnet.